Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the electrode array was misdirected into the vestibule leading to an incorrect electrode placement. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.